Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, while using both paddles and multifunction cable, the device displayed error message code "open air discharge" on the monitor screen when the unit was discharged. This occurred while the paddles were in the paddle wells and the multifunction cable was plugged into the test port. The complainant indicated that there was no pt involvement in the reported failure.